Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left tha completed due to osteoarthritis. A depuy asr head, asr cup, and taper sleeve adapter were used. Patient completed of audible noise and popping in the hip. Revision completed secondary to adverse metal-on-metal reactions and cobalt chromium toxicity. Patient had moderate alval limited to the capsule with small amounts of tissue necrosis around the capsule. Doi: (B)(6) 2007; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-00389, is being retracted since it was found to be a duplicate of 1818910-2021-07167. MFR# 1818910-2021-07167 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. MFR# 1818910-2022-00389 is being retracted since it was found to be a duplicate of 1818910-2021-07167. MFR# 1818910-2021-07167 will be kept for investigation purposes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.